Event description:
Pt went for a renal transplant biopsy using a 18x16 bard device. First pass was a misfire, then dry fired the device and realized the device malfunctioned. Obtained a new device and completed the exam. Lot #redr1989. FDA safety report ID# (B)(4).